Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate the user's report of a complete loss of image. However, evidence of corrosion was found inside the control body of the device. Additionally, approx 80% of the light guide fiber bundles were determined to be broken, and/or detached at the bending section, resulting in a darkened image. Further, the device failed the insulation test due to a crack found on the distal end cover, and only one remote switch button was functional. There was evidence of non-olympus repairs having been performed on the device. The cause of the user's experience was determined to be due to user mishandling, however third party repairs cannot be ruled out as a contributory factor. The device will be serviced pending instruction from the user facility. The (B)(4) instructional manual advises users that the device should only be serviced by olympus personnel. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported to have experienced a complete loss of image during a diagnostic colonoscopy. The procedure was reported to have been completed with the use of a different, but similar device and there was no pt injury. No further detailed info was provided.